Manufacturer narrative:
Additional information: based on the received information, the active electrode was fully inserted during initial implantation surgery. However the active electrode migrated almost completely out of cochlea as confirmed by the diagnostic imaging. A revision surgery was carried out successfully to re-insert the active electrode into the cochlea. The device remains implanted and in use.

Event description:
The bilaterally-implanted patient complained about no hearing sensation on the left side since 2-3 weeks. Patient underwent a revision surgery during which the electrode array was successfully re-inserted. As per additional information, the patient has been successfully remapped and has benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally-implanted patient complained about no hearing sensation on the left side since 2-3 weeks. CT scan showed that the electrode array was out of cochlea. Re-implantation or repositioning of the electrode is planned for (B)(6) 2016